Event description:
It was reported that the customer saw a big air bubble in the reservoir after using the reservoir for three days. The customer stated that he followed through with all the recommendations regarding air bubbles and was still having the same issue. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the air bubble was the size of two marks on the reservoir. Advised to return the reservoir for analysis. Troubleshooting for high blood glucose levels was done as well. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.